Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners and display window, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 103 mg/dl. The customer noted that there was a crack on the upper part of the screen, most likely from bumping it, and she added that she keeps the insulin pump in her bra. She advised that the device may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.